Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the health care professional mishandled and contaminated the patient line by not using proper hand gloving. One day after onset, the patient was hospitalized for the peritonitis event. On unreported date(s) during hospitalization, the patient was treated with unspecified intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, peritoneal dialysis therapy was stopped and it was planned to have the patient return to peritoneal dialysis therapy approximately six weeks from the receipt of this report. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.